Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2021-15518.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2021-15518. It was reported high impedance was present following the patient being in an automobile accident. As a result, the patient's drg leads located at l3 and l4 were explanted and replaced to provide resolution.